Manufacturer narrative:
Device evaluation of battery charger/modem has been completed. The reported problem (will not power on) has been confirmed. The battery charger/modem was unable to fully power on. Upon evaluation, the battery charger/modem exhibited a flash memory failure at bga components u102 and u105 on the computer/analog board. Root cause: root cause investigation including destructive testing is underway on devices exhibiting similar failure modes. There was no adverse event resulting from the damaged charger.

Event description:
A us distributor reported that a battery charger was unable to power on.